Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-08880. It was reported the stent moved on the balloon and was damaged. The target lesion was located in a coronary artery. A 2.50 x 16 synergy ii drug - eluting stent (des) was selected for use. However, when introducing the device into the guide catheter, the stent accordioned and moved a bit on the balloon. The device was removed and another 2.50 x 16 synergy ii des was advanced into the patient. However, when this device was pulled back a bit, the stent came off the balloon inside the guide catheter. The whole system was removed and the procedure was completed with another of the same synergy ii des. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent detached from the balloon and was not returned for analysis with the device. The maximum crimped stent profile was measured and is within specification. The product stent protector was not returned for analysis with the device however a review of the specified inside diameter of the stent protector internal diameter (ID) found that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-08880. It was reported the stent moved on the balloon and was damaged. The target lesion was located in a coronary artery. A 2.50 x 16 synergy ii drug - eluting stent (des) was selected for use. However, when introducing the device into the guide catheter, the stent accordioned and moved a bit on the balloon. The device was removed and another 2.50 x 16 synergy ii des was advanced into the patient. However, when this device was pulled back a bit, the stent came off the balloon inside the guide catheter. The whole system was removed and the procedure was completed with another of the same synergy ii des. No patient complications were reported and the patient's status was fine.